Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke after the second bite in the tissue when light traction was applied to tighten the fixation loop. This resulted in the suture pulling out of the incision and the surgeon opined that the point of failure was at the point where the suture ¿crimps ¿ back onto itself to create a loop. There were no adverse patient consequences reported. No further information was provided.